Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were in a lot of pain because they had not been able to find a doctor to manage/fill their pump in about 5 months due to an insurance change. The patient requested and was sent physician listings. Additional information was received from the patient. The patient re-reported previous information and mentioned that they were able to go to a doctor, however the healthcare provider (hcp) had so far given injections to the patient. The patient stated the hcp "has only done sharp shooting on my back and unable to refill because it has been empty". The patient mentioned that since they moved to (B)(6) last year, their pump had been empty. The pump was supposed to be refilled around (B)(6) 2025 but they were unable, the patient cancelled because they needed to move with their son. The patient mentioned that they used to have oxycodone 10 ml in their pump, but the hcp wouldn't give them oxycodone. The patient stated that the pump "is still beeping, it hurt so bad" and they had "pain to their back, body is in pain". The patient asked if the pump could not be refilled, and an agent reviewed hcp role. An agent contacted a local manufacturer representative (rep) who would assist further. Additional information was received from a healthcare provider via company representative stating that the actions/interventions that will be taken to resolve the empty reservoir and pain will be that the patient will have a pump replacement. The surgery has not been scheduled yet.